Event description:
The customer tested his blood glucose using his contour and breeze2 meters. The breeze2 read 143 mg/dl, while the contour read 81 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events was alleged. Control solution was sent to the customer's breeze2 system. No product will be returned at this time.